Manufacturer narrative:
(B)(4). Method: the returned mr225 manual fill infant/paediatric humidification chamber was pressure tested and immersed in a waterbath to test for leaks. The thickness of the base of the chamber was also checked by inserting it into a thickness gauge. Results: the pressure test revealed that the returned chamber was outside the required specification. Immersion in a waterbath showed the location of the leak to be evenly spread around the seal between the chamber dome and aluminium base, confirming the reported leak. The returned mr225 could not be fully inserted into the thickness gauge. A lot check revealed no other complaints of this nature for lot number 080822. Conclusion: every chamber is pressure tested to 200 cmh2o following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. In this case, the base of the mr225 chamber dome has not been rolled correctly. The chamber passed both the manufacturing and customer pre-use pressure tests, therefore it is likely that the heating of the (B)(4) base has caused the inadequate rolling to become evident, causing the reported leak. The user instructions that accompany the mr225 chamber state the following: in the event of chamber leaking, switch the humidifier off and replace the chamber. Our monitoring and trending of complaints involving base leak in mr225 chambers has a rate of occurrence of (B)(4).

Manufacturer narrative:
(B)(4). The mr225x manual fill infant/paediatric humidification chamber is en route to fisher & paykel healthcare for investigation. We will provide a follow-up report once we receive the complaint device and have completed our investigation.

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) customer care specialist that an mr225x manual fill infant/paediatric humidification chamber leaked during use. No patient consequence was reported.

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) customer care specialist that an mr225x manual fill infant/pediatric humidification chamber leaked during use. No patient consequence was reported.